Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The battery compartment reportedly was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 10/20/2014. Device evaluation:the device has been returned and evaluated by product analysis on 10/02/2014 with the following findings: there were multiple cracks found in the battery compartment; one crack was found at the opening of the battery chamber extending down behind the finger pad and the other crack was found at the opening extending down to the primary seal. There was no evidence of moisture damage found in the battery compartment. The returned battery cap was able to fully tighten until the o-ring was seated and the cap was flush with the pump case. There were no power issues found with the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.